Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Device manufacture date: since the lot number was not provided, this information cannot be determined. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation was stress urinary incontinence. The patient underwent a vaginal hysterectomy, anterior/posterior repair, mesh pubovaginal sling for uterovaginal prolapse and stress incontinence. Between 2006 and 2007 the patient had bladder instability, urinary tract infection, and stress incontinence. In 2007 the patient underwent a placement of pubovaginal sling. The patient reported having burning and frequent urination, and bladder pain. The patient was started on cipro. Between 2008 and 2009 the patient had abdominal pain and urinary tract infection. In 2013 the patient had candidiasis of vulva and vagina and was prescribed diflucan. The patient had urinary tract infections, dysuria, and pressure. In 2014 the patient had severe fatigue ,.the patient had sharp epigastric pain diagnosed with gastritis. An egd revealed polyps. The patient had a urinary tract infection. And was prescribed levaquin. The patient had left abdominal pain related to colitis. In 2017 the patient had dyspareunia and left pelvic pain. On urodynamic testing she was found to have recurrent stress incontinence. The patient underwent a urethrolysis, pubovaginal sling, urethral dilation, and cystoscopy for mechanical complication of genitourinary device, recurrent stress urinary incontinence and urethral stenosis under general anesthesia.